Event description:
The customer reported that the device needed to be repaired, due to the device falling. There was no adverse event or patient harm; the device was not in clinical use at the time of the incident.

Manufacturer narrative:
Become aware date was incorrectly dated - should be 11 january 2019 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.